Manufacturer narrative:
One 2420-0007 sample was received for investigation without packaging, and with residual fluid within the line. Additionally a 1000ml freeflex compound sodium nitrate IV bag was received connected to the spike component to assist the investigation. No further information was available to assist the investigation in this instance. A visual inspection of the sample identified two small perforations in the tubing above the lower smartsite component. The sample was subjected to functional testing which confirmed the customer's experience with leakage observed from the holes. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A definitive root cause could not be determined in this instance, however from the feedback provided by the customer it appears that the leakage was observed during infusion and not priming of the product, therefore it is unlikely that a manufacturing defect contributed to the customer's experience. Although a definitive root cause has not been determined, as a result of previous similar feedback, the manufacturing site have identified a number of improvement actions within the manufacturing process which should ensure the likelihood of reports of this nature are reduced in future. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against products manufactured at this manufacturing site in the past 12 months.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.